Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has screen calibration problem. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected sections: e1 (reporter name, email), h6 (health clinical & impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has screen calibration problem. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
(Type of investigation, investigation findings, investigation conclusions), h11 corrected fields: g2 a getinge field service engineer (fse) will not go on site to evaluate the device. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.